Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.5, lab: 1.9. Tests were done within 5 minutes of each other. Customer is using the inratio2 meter on her daughter, who is under the age of 18. No bleeding symptoms.